Manufacturer narrative:
The device has not yet been returned to isi for investigation. If any addition information becomes available and if the product is returned, intuitive surgical will evaluate the product and inform FDA of the product investigation in a supplemental report. Intuitive surgical was able to speak to the reporter on (B)(4) 2013 to obtain additional information: the site had the same issue last week with the flickering of the right eye; however, when they experienced the issue last week, the flickering was intermittent and happened only once in a while. A replacement of a blue cable was delivered to the site, which they had not received at the time of the initial call to the tse. The camera head was also replaced last week. Reporter mentioned that they received the blue cable after initially speaking to the tse on (B)(4) 2013; however the flickering still occurred on the surgeon console and the touchscreen. Field service engineer (fse) came on site on (B)(4) 2013 and replaced the camera cable which resolved the issue. Fse was present at the next da vinci procedure with no problems. The complaint is being reported because the surgeon converted the da vinci procedure to open surgical technique due to the constant flickering of the right eye of the surgeon console.

Event description:
On (B)(6) 2013, the reporter contacted intuitive surgical inc. Technical support engineer (tse) alleging flickering of the right eye of the da vinci s system during a cystectomy procedure. The surgeon was concerned about the constant flickering of the right eye and decided to convert the surgical procedure to open surgery. The patient was under anesthesia for 30 minutes prior to the surgeon deciding to convert the surgical procedure to open surgery. Reporter mentioned that the flickering of the right eye was intermittent and could be seen on both the surgeon console and the touchscreen. The patient was fine after the open surgical procedure and did not have any complications due to open surgery. Reporter contacted tse after the surgeon decided to convert the surgical procedure to open surgery